Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 90-200 mg/dl. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.